Event description:
It was reported that the device reached recommended replacement time (rrt) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data was collected from the device and has been analyzed. Eri: time of rrt in save to disk on (B)(6) 2012, device rrt (B)(4)volt. Daily battery voltage trend data shows min bat=2.739 to 2.596 volts between (B)(6) 2012 2012. Three (3)-low battery voltage alert between (B)(6) 2012. (B)(4).